Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed the device's indicator diode would not change to charging mode when a test battery was installed. The fuse was checked by an ohmmeter and was open. The complaint was confirmed and the root cause is an open circuit. Factors that could have contributed to the event include attempting to charge a faulty battery. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the battery or the charger of the spider 2 was not working. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.